Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. Log file analysis revealed a slight increase in power consumption and estimated flow on (B)(6) 2020, with a subsequent return to baseline parameters on the same day. A sharp increase in power consumption and estimated flow to parameters above normal operating range was logged on (B)(6) 2020. A decrease in power and flow was logged later on (B)(6) 2020; however, parameters remained above normal operating range and subsequently continued to increase. 55 high watt alarms were logged since on (B)(6) 2020. As a result, the reported high power event was confirmed. Additionally, 3 suction alarms were logged on (B)(6) 2020. Information received from the site indicated that, in addition to the high power, the patient presented with elevated lactate dehydrogenase (ldh) and it was suspected that the patient had a kinked outflow graft that precipitated a pump thrombosis; an angiogram revealed a kink of the outflow graft at the anastomosis site and an in travascular ultrasound (ivus) revealed a restricted orifice. A stenting was performed and hemodynamics showed resolution of the gradient, but pump power consumption continued to increase, which corresponds with the trend noted in the log files. The patient was treated with tissue plasminogen activator. However, before the tpa dose was completed, the patient experienced a stroke, so treatment was stopped and the patient later expired. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the instructions for use, device thrombus and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a neurological dysfunction event. Of note, it was reported that the patient had a thrombus in the left ventricle prior to the vad implant procedure. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the presence of thrombus prior to implant, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b5 and for h10 additional device to include a device code. Additional products: d4: lot#: 2002666107 h6: device code(s): c62897 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a thrombus in the left ventricle prior to the vad implant.

Manufacturer narrative:
A supplemental report is being submitted for additional information added to include death in b2, h1, update to b5, and patient code for h6. Additional products: d4: lot#: 2002666107 h6: patient code(s): (B)(4) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent withdrawal of care and subsequently expired after the vad was disabled.

Manufacturer narrative:
A supplemental report is being submitted for additional information to include date of death in b2. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Some information was received from the vad destination therapy post approval study. Additional products: heartware ventricular assist system ¿ outflow graft. Model #: 1125 / catalog #: 1125. Expiration date: 28-feb-2021. Lot#: 2002666107. UDI #: (B)(4). Device available for evaluation: no. Device evaluated by mfg: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with high power which triggered high watt alarms. They had an elevated lactate dehydrogenase (ldh) and it was suspected that they had a kinked outflow graft that precipitated a suspected pump thrombosis. The patient was admitted, treated with intravenous (IV) heparin, and taken to cardiac catheterization lab for evaluation. An angiogram showed a kink of the outflow graft at the anastomosis site at the aorta and an intravascular ultrasound (ivus) showeda restricted orifice. A stenting was performed, and power decreased but did not go back to the normal range. Power still trended up and tissue plasminogen activator (tpa) was administered. Before the tpa dose was completed, the patient had a change in vision, so it was stopped immediately. Per computerized tomography (CT) imaging, the patient appeared to have had a hemorrhagic stroke and hemiplegia and fixed pupils. The patient was initially on comfort care but tolerated being off ventilatory support. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.